Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a smell and few smokes from the synchron lx 20 clinical chemistry system. Customer reported that they had turned off the instrument. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found there was a short with the transformer. The fse replaced the transformer. The fse tested the new transformer. The fse also performed preventive maintenance. The fse loaded reagents and performed calibration. The fse found the quality control (qc) performed within published specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).